Manufacturer narrative:
A sample of the material found was sent to olympus and it was tested. It was most likely residual dried blood. Based on the results of the investigation, it is likely the following led to the malfunction: the device was not immediately cleaned post use, it was allowed to dry and harden and remain affixed to the sheath. The event can be prevented by following the instructions for use which state: after use, immediately disassemble the instrument and clean it. Please note that if time passes, the instrument may break down due to the hardening of blood and other substances. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the sheath exhibited a red/brown foreign object. There was no patient involvement.